Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic living donor nephrectomy and harp. There was a warm ischemia time of 8 minutes instead of 3 minutes. There was poor staple formation. Four staples were not b-shaped. The staple line was distally incomplete and four staples were bending. The jaws of the device locked on tissue. The jaws were removed with force and scissors. There was no unanticipated tissue loss. To resolve the issue, a part of the staples was cut. No known impact or consequence to patient.